Event description:
It was initially reported that the patient had their generator explanted since they had been seizure free since having epilepsy surgery in (B)(6) 2010. The generator was returned to the manufacture for evaluation. The results of bench diagnostic testing indicated the device was operating properly. The data in the diagaccumconsumed memory locations revealed that 8.316% of the battery had been consumed. It was noted that the battery voltage was at 2.806v but only 8.316% of the battery had been consumed. The 2.806 is indicative of the ifi condition in which case the percent consumed should have been greater than the noted 8.316%. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
If explanted, give date (mo/day/yr), corrected data: initial report inadvertently reported an incorrect explant date of (B)(6) 2012 when in fact it was (B)(6) 2012. This has been modified in this report.

Manufacturer narrative:
.

Event description:
Further review of the manufacturing records and product analysis results indicates that the device is performing according to specifications. Based on the review premature battery depletion is not suspected based on the battery voltage measured during the final electrical test (2.886v) indicating that the battery voltage is well within a normal range given the programming history available for this device. When fet is performed, the device is subjected to a temperature close to that of the body temperature. Therefore, it was explained that it appears possible in this case that the difference in temperature at the time the as-received settings were obtained (2.806v) vs. The time when fet was performed (2.886v) is a likely cause for the difference in the battery voltages. The as-received battery voltage is not indicative of premature battery depletion and no device malfunction is suspected.